Manufacturer narrative:
Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pump module had an under infusion. Ifosfamide 5,684 mg (3.5ml/ml) and mesna 1,100 mg (0.677mg/ml) in 1,624 ml d5 1/2ns was programmed to deliver over 4 hours at 517ml/hr. The infusion took 5 hours to complete, running over by one hour. The remainder of the medication was infused using the same rate with additional volume to be infused added to the pump. There was patient involvement but no patient harm.

Event description:
It was reported that a pump module had an under infusion. Ifosfamide 5,684 mg (3.5 ml/ml) and mesna 1,100 mg (0.677 mg/ml) in 1,624 ml d5 1/2ns was programmed to deliver over 4 hours at 517 ml/hr. The infusion took 5 hours to complete, running over by one hour. The remainder of the medication was infused using the same rate with additional volume to be infused added to the pump. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.